Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. Patient reported that everything on the patient programmer showed it was on and working but the patient did not feel any stimulation unless she lay on her back and lifted her legs. Patient reported no falls and there was no known accident or incident related to this complaint. Patient was at home in fair condition. Movement caused stimulation changes but palpation did not. Additional information has been requested, but was not available as of the date of this report.